Event description:
It was reported that noise and poor sensing were observed on the rv lead. The lead was replaced.

Manufacturer narrative:
The reported noise was not confirmed in the laboratory. Analysis found the lead to exhibit normal electrical characteristics. Normal lead impedance was measured. Further analysis found the lead helix could not be extended due to dried body fluid in the lead distal coil and helix. The lead was cut at 52 cm from the connector pin. The helix could be fully extended and retracted by applying torque directly to the distal coil of the remaining portion of the lead. No defects in materials or workmanship were noted.